Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he had experienced a hypoglycemic event. Customer had bolus for half of the carbohydrates he had eaten because it was a warm day. Two hours later his blood glucose lowered to 14 mg/dl and was hospitalized. Customer also mentioned he was having issues with no delivery alarms during bolus. He stated the cannula was straight, no air bubbles, and no kinks. Customer declined being transferred for troubleshooting assistance. Customer is not returning the device for further analysis.